Manufacturer narrative:
User error. The customer incorrectly reported pt results following failed qc. A siemens healthcare field service engineer (fse) was sent to the customer site. No further evaluation of the device is required.

Event description:
Laboratory reported out discrepant advia centaur troponin ultra results following failed qc. The results were released to the physician(s). The samples were repeated on a second advia centaur cp and corrected results were reported. One pt was admitted to the hospital. There was no report of adverse health consequences due to this situation.